Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this gemini basket broke during the procedure. The procedure and patient outcome were not provided.